Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to fainting. Upon review, it was discovered that the patient had 6 episodes of ventricular tachycardia that had been appropriately treated by the device with antitachycardia pacing. One of the episodes the patient did not receive therapy due to far-field r-wave oversensing on the atrial channel. Programming changes were performed. The patient was in stable condition.